Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the touchscreen was unresponsive. The customer's blood glucose (bg) level was 510 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. At the time of the report with tandem technical support, the customer was still hospitalized, however indicated the issue was resolved and no permanent damage was sustained.